Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: litigation alleges the patient suffers from pain, discomfort, limited mobility and elevated levels of chromium and cobalt. Update: 5/26/2015-pfs and medical records received. A correct doi was provided. After review of the medical records for MDR reportability, lab results from (B)(6) 2009 indicated the metal ion levels were below 7 ppb. Part/lot is being updated. Some progress notes indicated possible loosening or osteolysis, but it was never confirmed. The complaint was updated on: 6/17/2015 update 12/15/2016 ¿ pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation. The complaint was updated on: 01/05/2017. On dec 14, 2017: pfs and medical records received. There is no new allegation. After review of medical records for MDR reportability it was reported that the patient was revised to address loose femoral stem. Revision note stated the stem was loose, but the bony ingrowth depuy shell that was 52 mm appeared to be well bony ingrown and bone scan only showed loosening concerning the femoral stem. Added complainant information and stem for loosening. Added date of revision.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what was previously reported, ppf alleges pseudotumor, loosening of the cup, loosening of the stem, and elevated metal ions.

Manufacturer narrative:
(B)(4).

Event description:
Patient name and patient harm were updated and added date of revision, and hospital name during revision. The cup were added to the impacted product due to the loosening that was alleged from the ppf.

Manufacturer narrative:
Product complaint # : (B)(4). Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the device associated with this report was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. No device(s) associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional results but no related reports against the provided product code and lot number combination(s). Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Device history lot : null, device history batch : null, device history review : null.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.